Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 120mg/dl and 34mg/dl within 11-20 mins, with a difference of 76mg/dl. Pt did not experience any adverse events. No further info has been reported.